Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 36 mg/dl and 163 mg/dl on his blood glucose meter within a ten minute time period. Later in the day, he received blood glucose readings of 402 mg/dl and 250 mg/dl within a ten minute time period and 123 mg/dl and 193 mg/dl within another ten minute time period. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.